Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that a sensor wire that fell off after removing from insertion site occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4: UDI - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h6: adverse event problem - correction.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on 01-07-2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.